Manufacturer narrative:
The information received from the affiliate states that after deployment the first stabilizer wire could not be retracted back through the outback cannula as it became stuck on the needle. The wire and the outback were removed from the patient as a unit. Once outside the patient the wire was removed from the catheter and it appeared that the coating on the end of the wire had come off. After removal of the wire the outback was prepped again and another stabilizer wire was advanced through but again the wire tip would not pass through the outback cannula after the needle was deployed. The wire was removed and another stabilizer was advanced and the lesion was successfully treated. There is no indication that any portion of the first wire used remained in the patient and the physician made no attempt to retrieve any separated part of the wire. There was no reported injury to the patient. The product was properly inspected and prepped and no anomalies were noted. The cannula actuated smoothly during prep. The target site was an occluded left iliac with low calcification. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2012-00124 and 9616099-2012-00527.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.additional information will be submitted within 30 days upon receipt.please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2012-00124 and 9616099-2012-00527.

Event description:
The information received from the affiliate states that the first stabilizer wire could not be retracted through outback cannula after deployment as it became stuck on needle. The wire and the outback were removed from the patient as a unit. Once outside the patient the wire was removed from the catheter and it appeared that the coating on end of the wire had come off. After removal of the wire the catheter was prepped again and another stabilizer wire was advanced through the same catheter but the wire tip would not pass through the outback cannula after the needle was deployed. The wire was removed and another stabilizer was advanced and the lesion was successfully treated. There is no indication that any of the first wire used wire remained in the patient. The physician made no attempt to retrieve any separated part of the wire. There was no reported injury to the patient. The two wires will be returned for analysis. The outback was discarded. The product was properly inspected and prepped and no anomalies were noted. The cannula actuated smoothly during prep. The target site was an occluded left iliac with low calcification.